Event description:
Reporter indicated that he patient has been seizure free for four years and over the past month, she has had an increase in seizures. Parents state they no longer hear the voice alteration with stimulation like they used to. Normal mode and system diagnostics were within normal limits. A battery life calculation was done and showed approximately 0.98 years remaining until eos=yes. Per the reporter, the patient will be referred for prophylactic replacement surgery. Attempts for further information are pending.